Event description:
The distal balloon ruptured with a minimal amount of contrast used. No patient harm.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.